Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), device dislocation ('surgical clips are seen around the uterus and in the left hemipelvis. (Essure)'), menorrhagia ('menorrhagia') and ovarian cyst ('other injury(ies) or complication (s) please describe: ovarian cyst') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included pelvic adhesions, left lower quadrant pain, diarrhoea, periumbilical pain and colon injury. Concurrent conditions included ovarian cyst and abdominal adhesions. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (blisovi fe 1/20) since (B)(6) 2018, levothyroxine since 2010 and thyroid (armour thyroid) since 2010. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"), 11 months 20 days after insertion of essure. On (B)(6) 2016, the patient experienced ovarian cyst (seriousness criterion medically significant), alopecia ("hair loss"), abdominal pain ("abdominal pain") and back pain ("back pain"). On (B)(6) 2017, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). The patient was treated with surgery ((B)(6) 2016 & (B)(6) 2018 - hysterectomy with unilateral salpingo-oopherectomy left, abdominal supracervical hysterectomy,left salpingo-oophorectomy,cystoscopy, oophrectomy and uterine ablation). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, device dislocation, menorrhagia, ovarian cyst, genital haemorrhage, vaginal haemorrhage, fatigue and alopecia outcome was unknown and the dyspareunia, weight increased, abdominal pain and back pain had resolved. The reporter considered abdominal pain, alopecia, back pain, device dislocation, dyspareunia, fatigue, genital haemorrhage, menorrhagia, ovarian cyst, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure removal date (B)(6) 2016 and date of other essure related surgery (B)(6) 2018 (as per pif) concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, ovarian cyst, abdominal pain . Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 15-feb-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), menorrhagia ('menorrhagia'), ovarian cyst ('other injury(ies) or complication (s) please describe: ovarian cyst') and genital haemorrhage ('abnormal bleeding (general)') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included pelvic adhesions and left lower quadrant pain. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (blisovi fe 1/20) since (B)(6) 2018, levothyroxine since 2010 and thyroid (armour thyroid) since 2010. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"), 11 months 20 days after insertion of essure. On (B)(6) 2016, the patient experienced ovarian cyst (seriousness criterion medically significant), alopecia ("hair loss"), abdominal pain ("abdominal pain") and back pain ("back pain"). On (B)(6) 2017, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). The patient was treated with surgery ((B)(6) 2016 & (B)(6) 2018 - hysterectomy with unilateral salpingo-oopherectomy left, oophrectomy and uterine ablation). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, ovarian cyst, genital haemorrhage, vaginal haemorrhage, fatigue and alopecia outcome was unknown and the dyspareunia, weight increased, abdominal pain and back pain had resolved. The reporter considered abdominal pain, alopecia, back pain, dyspareunia, fatigue, genital haemorrhage, menorrhagia, ovarian cyst, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 30-oct-2019: pfs received. Onset date of abdominal pain, back pain, hair loss, abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), ovarian cyst and weight gain were added. Severity of back pain was added. Outcome of the events back pain, abdominal pain, weight gain and dyspareunia (painful sexual intercourse) were changed from unknown to recovered. Reporter information and concomitant drug were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('surgical clips are seen around the uterus and in the left hemipelvis. (Essure)'), pelvic pain ('pain'), menorrhagia ('menorrhagia') and ovarian cyst ('other injury(ies) or complication (s) please describe: ovarian cyst') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included pelvic adhesions, left lower quadrant pain, diarrhoea, periumbilical pain and colon injury. Concurrent conditions included ovarian cyst and abdominal adhesions. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (blisovi fe 1/20) since (B)(6) 2018, levothyroxine since 2010 and thyroid (armour thyroid) since 2010. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"), 11 months 20 days after insertion of essure. On (B)(6) 2016, the patient experienced ovarian cyst (seriousness criterion medically significant), alopecia ("hair loss"), abdominal pain ("abdominal pain") and back pain ("back pain"). On (B)(6) 2017, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). The patient was treated with surgery (B)(6) 2016 & (B)(6) 2018 - hysterectomy with unilateral salpingo-oophorectomy left, abdominal supracervical hysterectomy,left salpingo-oophorectomy,cystoscopy, oophorectomy and uterine ablation). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pelvic pain, menorrhagia, ovarian cyst, genital haemorrhage, vaginal haemorrhage, fatigue and alopecia outcome was unknown and the dyspareunia, weight increased, abdominal pain and back pain had resolved. The reporter considered abdominal pain, alopecia, back pain, device dislocation, dyspareunia, fatigue, genital haemorrhage, menorrhagia, ovarian cyst, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure removal date (B)(6) 2016 and date of other essure related surgery (B)(6) 2018 (as per pif) concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, ovarian cyst, abdominal pain quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-feb-2021: mr received. Reporter information , other relevant history, auto-narrative supplement event: "surgical clips are seen around the uterus and in the left hemipelvis. (Essure)" added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), genital haemorrhage ('abnormal bleeding (general)') and ovarian cyst ('other injury(ies) or complication (s) please describe: ovarian cyst') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included pelvic adhesions and left lower quadrant pain. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), ovarian cyst (seriousness criterion medically significant), fatigue ("fatigue"), alopecia ("hair loss"), abdominal pain ("abdominal pain") and back pain ("back pain") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery ((B)(6) 2016 & (B)(6) 2018 - hysterectomy with unilateral salpingo-oophorectomy left and oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, dyspareunia, ovarian cyst, fatigue, weight increased, alopecia, abdominal pain and back pain outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dyspareunia, fatigue, genital haemorrhage, menorrhagia, ovarian cyst, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-may-2019: pfs received events "abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), , dyspareunia (painful sexual intercourse), pain, fatigue, weight gain, hair loss ,ovarian cyst, back pain, abdominal pain, she did not undergo essure confirmation test" were added. Patient, product and reporter information were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.